Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, two patients experienced refractive surprises and prk (photo-refractive keratotomy) procedures were performed for both of their eyes. In a follow-up, the surgeon reported the event is expected to resolve. He also indicated that posterior capsule opacification for both eyes was noted and yag capsulotomies were performed. In his opinion, the device did not cause/contribute to the event. There are four medical device reports associated with this event. This report is for the second patient, right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 04/18/2012 and 04/25/2012 by phone, fax, and mail. A completed questionnaire was received on 04/26/2012. (B)(4).